Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an occluded vessel below the left knee. A 2.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during the procedure, the balloon could not be inflated. The device was removed and it was noticed that the balloon ruptured after taking it out from the patient's body. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.